Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder device experienced poor sleeve function. Verbaige received, - "I had a defective needle. The sheath somehow was off to the side of the needle. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder device experienced poor sleeve function. Verbaige received, - "I had a defective needle. The sheath somehow was off to the side of the needle. "